Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) has a high drive pressure alarm during autofill start. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional contact details: event site postal code- (B)(6). A getinge field service engineer (fse) checked the machine and found relief valve was chocked with dust particles. In order to fix the issue, fse cleaned relief valve and high drive pressure problem rectified. Then start autofill on trainer and observed balloon wave was not showing accurate. Then performed pneumatics tem test and found pressure is 100 mmhg on x2 transducer. After diagnosis found compressor pressure diaphragm had damaged due to aging effect. So suspected 5000h maintenance kit needs to replace. Visited at site and replace 5000 hours maintenance on purchased order basis from customer stock. Balloon waveform showing accurate and problem rectified. Observed machine for 1 hours working fine. The device was returned to the customer in good working condition.

Event description:
N/a.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.